Manufacturer narrative:
Corrected data: device not returned. An event regarding a loosening of a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: no patient medical records were provided for review. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient was initially seen for a failed acetabular cup and head. Due to the record showing the rejuvenate stem being the implant used in the primary case, the plan was to follow established protocol and remove the implanted stem. The revision was scheduled. Implants were removed without incident. Tritanium revision cup, mdm, and restoration modular, conical with cone body, were used in the revision.

Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
The patient was initially seen for a failed acetabular cup and head. Due to the record showing the rejuvenate stem being the implant used in the primary case, the plan was to follow established protocol and remove the implanted stem. The revision was scheduled. Implants were removed without incident. Tritanium revision cup, mdm, and restoration modular, conical with cone body, were used in the revision.